Event description:
It was reported that during a coronary artery stenting procedure, the taxus liberte 3.00 x 16 mm stent dislodged from the delivery balloon. The physician was having difficulty advancing the stent through the guide catheter. The device was removed from the pt's body. Upon inspection, the stent had moved on the delivery balloon but it did not come off completely the procedure was completed using another taxus liberte 3.00 x 16 mm stent. There were no pt complications reported.